Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient was hospitalized for surgery, unrelated to dexcom use.

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report a patient hospitalization from (B)(6) 2015 through (B)(6) 2015. Patient was hospitalized to have surgery for a mass on pituitary gland. Hospitalization was not dexcom related. Patient was not wearing dexcom equipment during hospital admission. Patient continued use of dexcom on (B)(6) 2015. No additional event or patient information is available.